Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant captivia stent grafts (vamc3430c150tj and vamf4040c200tj) were used during the endovascular treatment of a 53 mm taa. It was noted that a 2 de-branch zone 1 procedure was planned. It was reported that during the index procedure, the two debranch procedures were completed first. The vamc3430c150tj stent graft was then implanted from the distal arch to the descending aorta. The proximal device, vamf4040c200tj, was subsequently advanced; however, resistance was encountered at the arch and the device could not be advanced further. After several attempts to advance the device, the course of the non-medtronic delivery wire was noted to differ from the usual configuration. It was said that normally the double curve appears circular, but in this case it appeared elliptical. A dissection was suspected as the ascending side was not visualized on angiography. An emergency open conversion was therefore performed, and the vamf4040c200tj device that had been advanced was not implanted. The segment from the ascending aorta to the previously implanted vamc3430c150tj was replaced with a prosthetic graft. The brachiocephalic artery, which had already undergone debranching, was bypassed to the graft perfusion branch. The surgery was successful and the patient is alive. Following thoracotomy, it was determined that the finding was not a dissection but a perforation of the aneurysmal segment. According to the physician, the event was anatomy related. The arch apex was aneurysmal, and more force than expected may have been applied when advancing the delivery system toward the cranial side, resulting in vessel perforation. As the non-medtronic wire had also been repositioned, it could not be determined whether the perforation was caused by the vamf4040c200tj device. The patient suffered an cerebral infarction and its cause and severity is unknown. The patient will be monitored.